Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
The radio frequency(rf) energy was not halted. A maestro 4000 controller was selected for a supraventricular tachycardia(svt) ablation procedure. However during the ablation procedures of svt the rf was not interrupted by using the pedal of maestro 4000. Rf was stopped by pressing the button on the generator. No patient complications occurred and the procedure was completed.